Manufacturer narrative:
Physio-control confirmed with the customer that the device was traded to a third-party. The device will not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.

Event description:
It was reported that the device does not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): after several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was removed from service. The device has not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.